Manufacturer narrative:
Submit date: 7/10/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found the unit had no sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had no sound. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment if information is provided in the future, a supplemental report will be issued.